Event description:
It was reported that the assy refill bottle f fitting is empty. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that the assy refill bottle f fitting is empty. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was served at the customer's facility by a field service engineer (fse). The fse did not find any leaks with the di water refill bottle. No issues were found with the laser console. The console was calibrated and it passed full functional and electrical safety testing. Instructions were given to the customer on how to refill the di water into the refill bottle as it is outlined in the manual. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.